Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on 05/19/2014 and suture was used. During the procedure the suture broke. A like device was used to complete the case. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.